Event description:
The surgeon was decorticating the right si joint per normal technique when he noticed the tip of the decorticator, i.e., the cutting element, had broken off in the joint space. When asked if he wanted to use a long pituitary rongeur to attempt retrieval of the broken piece, he declined. He did not expect to be able to retrieve it and though it would be fine if left in the patient. The surgeon was working at an obstruction at the time. He was being careful and going forward and backwards. The decorticator was at or near full extension when the tip broke. The surgeon did not attempt to remove the broken piece. No clinical complications were reported.